Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 07/08/2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-jul-2019 with the following findings: during investigation, there was no evidence of short battery life in pump history. Display is blank unable to perform steps 30 due to blank display. Unable to adequately investigate. The pump was opened; no damage found to display screen. When a test display screen was used display functions properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.